Event description:
It was reported that a visions pv .035 catheter was used in a procedure. During use, the catheter did not function as expected. It is unknown how the procedure was completed and if the device was being used in an emergent procedure. No patient injury reported. This product problem is being reported in an abundance of caution because it is unknown if the failure occurred during an emergent procedure; potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block d4: serial number, not available from facility. Block g2: user facility report # (B)(4). Blocks h3 & h6: the visions catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h10: per FDA request received on 31dec2025, the user facility report number is being added to h10. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.